Event description:
Additional information was received. It was reported that, at the revision, the catheter had been explored. There was good cerebrospinal fluid flow and there were no problems seen in the catheter that would explain the patient¿s symptoms. At that time, the 40ml reservoir pump was replaced with a 20ml reservoir pump. It was noted that attempts to switch to a bolus mode had been ¿somewhat helpful¿ and the patient¿s dose had been reduced to approximately 1200mcg/day from 1700mcg/day.

Event description:
It was reported that, on an x-ray of the pump connector, the connection looked ¿kind of far apart¿ to the reporter. It was stated that, for several months, the patient had been on a very high dose after initially requiring a very low dose. The device system was used to deliver lioresal. Later that day, it was reported that the pump port/catheter connector did look properly connected to the manufacturer¿s technical services on the given x-ray. Six days later, it was reported that the patient was experiencing a lack of therapeutic response. It was also stated that the x-ray had shown a questionable connection. Surgery had been scheduled for (B)(6), though no further details were provided. About two weeks later, it was reported that the patient still remained on the same dose with the same effect. It was stated that the managing healthcare provider was going to try flex dosing.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).